Manufacturer narrative:
Bcva from (B)(6) 2007: right eye pre-op 20/25 -8.00 x -.50 x 70, left eye pre-op 20/25 -8.00 x -.50 x 115. Bcva from (B)(6) 2015: right eye post-op 20/25 -.75 x -.75 x 65, left eye post-op 20/30 -5.00 x -1.00 x 100. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a patient was referred by his own doctor (od/md) for corneal haze in left eye. He was treated with steroids (pred-forte) 1% every 4 hrs then tapered over 1 month without improvement. Patient original photorefractive keratectomy treatment date is (B)(6) 2007 (7 yrs and 7 months ago). There is no increase on intraocular pressure. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision in left eye for a few years. Patient secondary surgical intervention required as phototherapeutic keratectomy was scheduled. Patient reported symptoms are not interfering with daily activities.